Manufacturer narrative:
The product associated with batch 3j01915 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. No samples were returned for this complaint however, four (4) unused companion samples with the same lot number and the same/similar issue were returned and evaluated as part of the investigation at the supplier. References in the investigation report to any returned samples are regarding the samples returned for those other complaints, and not from this particular complaint. This is a known complaint issue which has been investigated. The returned samples were evaluated to determine that it was indeed convatec product; the associated investigation supports that skin complications may occur with the use of ostomy products. No additional evaluation of the return sample is required. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Device manufacture date updated. (B)(4).

Manufacturer narrative:
Add'l info was received on 07/28/2015 and "was not captured on the initial MDR reported to the FDA on 07/29/2015 - MFR # 1049092-2015-00444." Four sealed blister packs each containing one unused wafer (total 4 wafers) were received in greensboro. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 08/11/2015.

Event description:
It was reported the end user developed itching under the micropore border of the skin barrier. The end user reported the micropore border appeared "different" and was "shiny and rigid". Eventually, the skin under the barrier progressed to breaking, bleeding and weeping. The end user sought treatment from her local physician and was diagnosed as having had an allergic reaction. She was issued a prescription for a steroid antibiotic cream (unknown name). In addition, the end user was advised to remove a portion of the skin barrier border before use.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional details have been provided to date. Should additional information become available a follow-up report will be submitted.